Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 200, 179, 409, 290 and 265 mg/dl. The customer¿s expected am fasting blood glucose test result is below 120 mg/dl and expected pm fasting blood glucose test result is below 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/29/2023 and test strips were opened two and a half weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 200 mg/dl, date: (B)(6) 2022, time: 7:02 am fasting . Result 2: 179 mg/dl, date: (B)(6) 2022, time: 5:56 am fasting. Result 3: 409 mg/dl, date: (B)(6) 2022, time: 6:02 pm fasting. Result 4: 290 mg/dl, date: (B)(6) 2022, time: 6:56 am fasting. Result 5: 265 mg/dl, date: (B)(6) 2022, time: 6:30 am fasting.

Manufacturer narrative:
Sections with additional information as of 21-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.